Event description:
Reporter indicated that pt was scheduled for explant and re-implant on right side due to infection. The pt's generator was replaced in 2002 due to end of service. The pt developed an infection following device replacement surgery. Ncp system (generator and lead) was replaced in 2003.